Event description:
A customer reported a cartridge alarm 30 on their pump, which did not have an adverse impact on their blood glucose level. The customer stated they would rely on backup therapy and turn off the pump until they could receive a replacement. Tandem technical support confirmed the cartridge alarm issue with consecutive cartridges and arranged to send a replacement pump.